Event description:
As reported, approximately eighteen years post initial right tsa, a patient was revised due to poly flaking and delamination, patella mal tracking that required a new patella and trimming/clean up of the effected bone. Patient was revised to exactech devices and patella and liner were exchanged. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02986. The revision reported in (B)(4) was likely the result of patella wear and tibial insert deformation. The reported patella mal-tracking could not be confirmed. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of manufacturing or user-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs, relevant clinical information, or complete product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.